Event description:
In this event, it was reported that a pt experienced a burning sensation after the use of viscogel tissue conditioning and denture reline material. There is no indication that further medical treatment was necessary. Add'l info received from the doctor indicated that the pt is allergic to an ingredient that is similar to an ingredient in viscogel.

Manufacturer narrative:
While it is unk if the viscogel used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.